Manufacturer narrative:
(B)(4) device remains implanted.

Event description:
It was reported by the consumer that post implant a realize band procedure, patient reports presenting with pain and swelling at the site, described to be the size of a half of a cantaloupe. The surgeon did not seem concerned. Post surgically, the patient states having no problems with eating or drinking other than the "aliening" building up behind the port. The patient reports having diarrhea for four days and became scared. She went to the ER and a CT scan was performed and 5cm blood and gas was found behind the port and a little infection was starting. Per the patient antibiotics was administered. The swelling and redness went away within four days of being on the medication. The infection has completely healed and the patient is fine.